Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The pitch down cable is frayed at the distal clevis hub. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing the mega suturecut needle driver instrument was noted to have a broken cable. Nothing was reported having fallen into the patient during a surgical procedure. No patient harm, adverse outcome or injury was reported.